Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 08458, 0001825034 - 2018 - 08460, 0001825034 - 2018 - 08461. Remains implanted.

Event description:
It was reported the patient underwent a left knee revision 5 years post-implantation. Subsequently, the patient has expired due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
It was reported the patient underwent a left knee revision 5 years post-implantation. Subsequently, the patient has expired due to unknown reasons. Attempts have been made and no further information has been provided.